Event description:
It was reported to boston scientific corporation that a rx lithotripter compatible basket was used during a stone retrieval procedure in the choledochus. According to the complainant, during the procedure, a stone was captured within the basket. The basket was used in conjunction with the alliance handle in an attempt to crush the stone, however, the stone was not able to be crushed and the basket tip failed to detach. The stone was released from the basket after several attempts. The basket was then removed from the patient. The procedure was completed with an olympus lithotripter basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a rx lithotripter compatible basket was used during a stone retrieval procedure in the choledochus. According to the complainant, during the procedure, a stone was captured within the basket. The basket was used in conjunction with the alliance handle in an attempt to crush the stone, however, the stone was not able to be crushed and the basket tip failed to detach. The stone was released from the basket after several attempts. The basket was then removed from the patient. The procedure was completed with an olympus lithotripter basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of tip failed to detach the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the coil assembly to be buckled at approximately 29 cm from the distal end of the heat shrink. The distal 5 cm of the coil assembly/sheath was kinked and buckled. The sidecar-rx presented approximately 6 mm pushback and the tip was extended approximately 2 mm. The tip was intact and presented no issues. Functional evaluation found that the basket could not be extended due to heavy residue inside the device and the damage to the coil assembly/sheath. Review and analysis of all available information failed to determine a most probable root cause for the failure of the tip to detach.